Event description:
It was reported that the head physician of the hospital, reported to the regulatory authority ages, that the neck of the prostheses is broken. Further information will follow when available.

Manufacturer narrative:
Additional information has been requested and if received will be provided in a supplemental report.